Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had an intermittent failure with the power management board. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the customer's v60 ventilator had a intermittent failure with the power management board. The se reported that the power management board was replaced, and the system meets the specification for the performed service and was returned to use.